Manufacturer narrative:
Please note that in addition to the failure that the saw device became locked inside the battery handpiece device, it was also noted that the handpiece device was blocked. The initial medwatch stated the date of event was (B)(6) 2017. Please note that the event date has been corrected to (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw device became locked inside the battery handpiece device. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.